Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged possible over delivery, visit to emergency room and was hospitalized for low blood glucoses found on (B)(6) 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the device history on the event date of (B)(6) 2021, a bolus wizard and manual bolus deliveries of daily total of bolus insulin delivered: 34500 (3.45 u) bolus was noted. (B)(6) 2021 05:25:15.000 normal bolus delivered (220) normal bolus amount programmed: 80000 (8 u)bolus amount delivered: 19000 (1.9 u) (B)(6) 2021 08:59:29.000 normal bolus delivered (220) normal bolus amount programmed: 20000 (2 u) bolus amount delivered: 11000 (1.1 u) (B)(6) 2021 09:00:44.000 normal bolus delivered (220) normal bolus amount programmed: 9000 (0.9 u) bolus amount delivered: 3000 (0.3 u) (B)(6) 2021 09:01:25.000 normal bolus delivered (220)normal bolus amount programmed: 6000 (0.6 u) bolus amount delivered: 1500 (0.15 u). However, no delivery alarm/insulin flow blocked alarm during bolus deliveries was recorded on: (B)(6) 2021 05:25:15.000 alarm alert notification (40). (B)(6) 2021 08:59:29.000 alarm alert notification (40). (B)(6) 2021 09:00:44.000 alarm alert notification (40). (B)(6) 2021 09:01:25.000 alarm alert notification (40). Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification. The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Device passed all the required testing. Unable to verify customer alleged for low blood glucoses. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that customer was rushed to emergency room on (B)(6) 2021 due to issue with insulin pump and low blood glucose. Customer current blood glucose level was 57 mg/dl. Customer had treated with food. Customer allege insulin pump was over delivering because 261 mg/dl reading from accucheck and 10 minutes after, checked at hospital with reading of 57 mg/dl. Trouble shooting was performed. Customer did show symptoms of low blood glucose such as incoherent. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.